Event description:
On (B)(6) 2012, the patient contacted animas requesting assistance with confirming if his pump settings were correct. The patient reported that his blood glucose (bg) had been running high over the past couple of weeks. The patient reported obtaining blood glucose (bg) readings in the 250-300 mg/dl range with symptoms of sweaty, hot, thirsty and reduced vision. At the time of the call, the patient informed customer support that he was presently hospitalized. The patient reported that he was admitted on (B)(6) 2012 due to hypertension and dehydration. The patient denied being diagnosed with dka and could not recall what his bg was at the time of his admission. The patient admitted feeling some confusion at time of hospitalization. The patient informed customer support that he was disconnected from the pump at time of admission and placed on shots. The patient mentioned he had programmed his replacement pump and felt that the elevated bg readings were as a result of not setting up pump correctly. Review of pump settings revealed that the patient did not program the recommended isf (insulin sensitivity factor) of 25 into the pump. Customer support informed the patient that he was only getting half of his ezbg dose due to incorrect isf setting. Customer support assisted the patient with correcting the setting on the pump per his hcp recommendation. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error, since one of the pump's settings was not programmed per hcp's recommendation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump booted to the verify screen with vibration pulses every 2 to 3 seconds. Within one hour the pump alarmed for call service cs88 which could not be cleared. The pump was opened and the clock signal was not present. The pump was unable to be tested for flow accuracy due to the pump being disassembled to investigate the call service alarm.